Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer called into technical support (ts) reporting that during routine preventative maintenance (pm) check, the device won¿t turn on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power supply to resolve reported problem. The device passed all testing and operated within the manufacturing specifications. Device is in working condition.